Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of about 150 ohms. Boston scientific technical services (ts) was contacted on the day of a device replacement procedure to discuss options for the rv lead, and ts discussed those options in addition to how things may change with the new device. The rv lead remains in service. No adverse patient effects were reported.